Event description:
It was reported patient underwent a reverse total shoulder arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to disassociation. The head, taper adapter and bearing were removed and replaced.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can ead to excessive wear and/or failure of the implant or procedure."